Event description:
Using an infuser with a syringe filled to less than full volume, accuracy is not within the plus or minus 5% tolerance specified by the MFR. Accuracy varies according to style of syringe used and software revision installed in infuser. Both styles of syringes are presently being mfg and sold under the same product code and both versions of software are present in the field. Event date shown as 11/07/93 to 11/14/93.